Manufacturer narrative:
Device eval by manufacturer: the device was returned loosely tangled with the untrasonic core inserted into the infusion catheter. Some blood was seen in the device. The infusion catheter was inspected for visual damage with none found. The ultrasonic core was inspected for damage and advancement tool/pinch marks were seen 8.6cm and 58.3cm from the luer barb. Microscopic analysis of the infusion catheter showed some blockage of the drug holes due to blood. The drug port was air tested in water and bubbles were seen coming from 3 of the 12 drug holes. The device was flushed through the coolant port without issue. Saline was seen coming from the coolant holes and distal tip of the infusion catheter. The complaint was partially confirmed with the drug holes being difficult to flush; however, the coolant port had no issue with flushing.

Event description:
It was reported that the drug port was occluded. A 106x12cm ekosonic endovascular device was selected for use in a procedure to treat a pulmonary embolism. After a therapy run time of 12 hours, the ekos catheter was blocked to saline in the coolant port. The physician tried removing the catheter from the pa five times and washed it, but the catheter was still blocked, and saline failed to enter into the coolant port of the catheter. The drug port was also occluded, so the device was removed. The procedure continued with only one catheter in the left side of the pa. No patient complications were reported, and the patient was stable.

Event description:
It was reported that the drug port was occluded. A 106x12cm ekosonic endovascular device was selected for use in a procedure to treat a pulmonary embolism. After a therapy run time of 12 hours, the ekos catheter was blocked to saline in the coolant port. The physician tried removing the catheter from the pa five times and washed it, but the catheter was still blocked, and saline failed to enter into the coolant port of the catheter. The drug port was also occluded, so the device was removed. The procedure continued with only one catheter in the left side of the pa. No patient complications were reported, and the patient was stable.